Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-03944. It was reported the patient experienced ineffective stimulation with her scs system. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced as well as 3 permanent drg leads were implanted. Adequate pain relief was achieved postoperatively thus resolving the issue.